Event description:
Spacelabs received a report that on (B)(6) 2015, an (B)(4) anesthesia machine stopped ventilating during a surgical case requiring the patient to be hand ventilated until the machine could be replaced. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.